Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. He did not know the reading at the time of admission. The blood glucose reading at the time of the report was 150 mg/dl. At the time of the event, the customer was vomiting and nauseous and was treated with an insulin drip. He had not been wearing the insulin pump since august 31 after going to the hospital on another occasion with a heart attack and a motor error alarm. The customer had been treating with manual injections. The drive support cap appeared normal. The insulin pump became stuck on the prime process during troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or motor error alarms noted. The insulin pump had with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
The pump passed the delivery accuracy test. The motor passed the motor test.